Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 13-nov-2019 with the following findings: a review of the pump alarm history showed frequent low battery warnings. During investigation, the pump electrical current draws were tested and were found to be within specifications. A crack was observed in the battery compartment and the threads on the battery cap were stripped. The complaint of a battery life issue was not duplicated, however, damage to the battery compartment and cap was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging a power (battery life with damage) issue. It was reported that the battery compartment was cracked and battery cap had stripped threads. The cap was not able to remain secure on the pump. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.